Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, they were examined by an orthodontist. And provided a letter of recommendation. The letter states, the patient should stop aligner treatment with byte immediately. Byte treatment has produced a traumatic occlusion involving the maxillary anterior teeth, teeth #7-10. When the lower incisor teeth were aligned, they proclined - moved forward, producing this relationship. Patient's case should have been treatment planned for, lower interproximal enamel reduction and/or build ups of 7 and 10. Due to an anterior tooth size discrepancy. In addition, intrusion of the anterior teeth and extrusion of posterior teeth should be planned. Patient's case requires, a trained orthodontist and ongoing monitoring in person to complete.